Event description:
Ten hrs post-implant, the pt died. It was reported that the suspected cause of death was low cardiac output syndrome or the sjm epic valve leaflets insufficiently opening.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated completed in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the pt's death remains unk.